Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram was performed which showed the presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (f1514902) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
The following information was reported: the balloon lost pressure when it was pulled back to the arteriotomy. The procedural sheath was advanced back into the vessel and the mynx vascular closure device was removed. A new mynxgrip vascular closure device was inserted and deployed without incident. Hemostasis was achieved and the patient was discharged. The patient was not hospitalized. In the doctor's opinion, the event was not caused by the mynx device/mynx procedure. Additional information: the balloon lost pressure at the 2nd stop (arteriotomy). At prep, the black marker on the inflation indicator was fully exposed. There was resistance while inserting the device. There was no resistance while pulling back. Procedure type: intervention peripheral vessel size: 6 mm sheath size: 7f stick location: low.